Manufacturer narrative:
The device history record of reported lot number: 6026738 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient arrived 30 minutes early for a bag change and mentioned that their shirt had felt wet for the past 20 minutes. Reporter stated it was observed that approximately 5-10 mls remained to be infused. The total volume (tv) had been 1,091 ml, with a rate of 23 ml/hr. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.